Event description:
During a routine generator change, a fracture was noted on the associated rv lead. The next day, (B)(6) 2011, both leads were capped. This lead was not functioning to the physician's satisfaction.